Manufacturer narrative:
The suspect device is not expected to return for evaluation. The complaint cannot be confirmed and a root cause cannot be determined. A review of the device history record and complaint database cannot be performed as a lot number was not provided.

Event description:
The account alleges that a hh repair took place followed by tif. After the 14th serofuse fastener was placed, a small hole was noticed in the stomach anteriorly. It is unclear if the perforation was caused during the hh repair or tif. They then clipped the perforation endoscopically and sutured the perforation from the abdominal cavity. A view was then taken from the abdominal cavity via davinci and endoscopically simultaneously to ensure the perforations was sealed.